Manufacturer narrative:
The onyx model and lot number were not provided. There is limited information about the device and/or the patient, and the cause of the clinical event was not reported. Attempts were made to obtain additional information, however no response has been received. The onyx will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. Should additional information become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information the patient had brain oedema post radiosurgery. Additionally they had clinical symptoms of partial deficits in the left leg as well as paraesthesia of both hands.

Event description:
The investigator has confirmed there is no relationship between the brain oedema and onyx or the onyx procedure. Additionally, the parasethesia was confirmed to be a pre-existing symptom of the cavm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.